Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. There was no reported impact to the customer's blood glucose level as the customer had not tested. It was confirmed that the customer had a backup method of insulin delivery available.